Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de / expiration date: 2019-02-28 UDI #: (B)(4), device evaluation anticipated, but not yet begun mfg date: 2018-02-09. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was power switching with two batteries. Servicing was performed on the patient¿s power sources. The batteries remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the batteries (B)(4) were not returned for evaluation. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log file did not reveal any premature power switching events involving batteries (B)(4) during the reported event date. As a result, the reported event was not confirmed. A power source lubrication procedure was performed on all power sources on (B)(6) 2018 to mitigate the reported conditions. Additional products: battery / (B)(4). Device evaluated by MFR: yes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.